Manufacturer narrative:
The replaced parts have been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to received information a pressure transducer printed circuit board (pcb) was replaced during troubleshooting on-site. The replaced pcb was not returned for investigation despite several requests. No logs were received for evaluation. Due to lack of the replaced part and the ventilator's logs, the true cause of the reported failure has not been determined from this investigation.